Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round moderate profile 425cc, catalog number: 3501670, serial number: (B)(4), lot number 5868484. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc breast implants and experienced bilateral capsular contracture baker grade IV that was diagnosed on (B)(6) 2018. The capsular contracture was confirmed by the healthcare professional. The patient experienced pain and discomfort. The patient also experienced pain on the back. The patient experienced deflation on the left breast implant on (B)(6) 2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc, catalog number: 3504004bc, serial number: (B)(4), lot number: 7007691 on the left breast implant and with gel mentor memorygel breast implant 400cc, catalog number: 3504004bc, serial number: (B)(4), lot number: 7281449 on the right breast implant on (B)(6) 2018. This medwatch report is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 10/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5864204 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).